Event description:
The end user reported when unloading a patient on the stretcher at the hospital that after the stretcher legs had been fully extended and the stretcher pulled away from the ambulance, the stretcher lowered unexpectedly approximately 12 inches. They confirmed they did not use the manual release to extend the legs. The patient was not injured and the transport was able to be completed into the hospital. An evaluation of the stretcher has been initiated.